Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h.6.

Event description:
Baker grade ii. Physician later reported "a CT that was performed showed no rupture". Device remain implanted. This record is no longer reportable to the FDA and will be unreported.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade ii. Device remain implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.